Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. Customer reported that three patients were injured/ burned during the treatment in the private areas and one of them was on the legs. The settings is too high and wanted to have the device inspected for the settings. Since customer reported on several injured patients but sent us only one incident form, this case will be treated in one single complaint. The device spx; ga-5000000: spxay23b-312023 was installed in the facility on (B)(6) 2023 and it's on warranty. Service engineer tested the device and advised: "verified all focus lenses are free of damage, verified power calibration for both cavities, verified fiber input and focus lens are clean and free of damage, performed test burns to verify even power distribution. No discrepancies found. Pm completed. System meets specifications and is ready for use. No failure found". Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, because the customer did not send neither incident form nor photos to lumenis. Therefore, it's impossible to confirm or exclude user error as well as determine severity of the injury. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by spx device.